Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement of the right ventricular (rv) lead may have caused tricuspid regurgitation (tr). The lead was explanted and replaced with an left ventricular (lv) lead in an attempt to halt the tr, however there was no resolution. No further patient complications have been reported as a result of this event.